Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. However, corrosion was found inside the device, which could lead to overheating. The device will be serviced and returned to the customer. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.